Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative indicated that a new catheter was placed and the old one was discarded. It was indicated no further troubleshooting was performed. A catheter access port (cap) study was performed beforehand and roller study was not performed after consultation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The patient was implanted with a pump 5 weeks earlier. When the patient's mother went to check on the patient, a buzzing noise (also reported as ticking) was heard. The noise was determined to be from the pump. The patient's mother indicated it sounded like the "pump was struggling to deliver drug." The noise was never heard before. No patient symptoms were reported. No further information was provided pertaining to device noise. The patient experienced increased tone and circulation disturbances. On (B)(6) 2017 it was stated the patient's tone had been perfect all week. He went to bed okay on friday night, and when he woke at 5 am on saturday morning, his tone had gone right up again. There was a lot of clonus in both legs, his arms were right up, and he was very distressed. A lot of facial twitching was going on. The patient was given 20 mg of oral baclofen and it did settle him a little, but he was very tight all day. The patient had 20 mg of oral baclofen again in the afternoon and again that night. The patient slept okay on saturday night but was still quite stiff. The patient woke up on sunday morning and his tone was good again. The patient was really relaxed and he was fine again on monday morning. The very same issues occurred again on the night of (B)(6) 2017. Oral baclofen was given at 2:00 on (B)(6) 2017. The issue started off with his legs from his shin down and his feet getting freezing cold, like ice, and then his tone increased. The patient's tone was still high the morning of (B)(6) 2017, but not quite as bad as the night prior. Additional information received from a manufacturer representative indicated the issue regarding the patient's symptoms did sound like a partial catheter obstruction. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated a catheter revision/change occurred on 09-jan-2018. The hcp believed the event to be a positional issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was used to deliver unknown baclofen (3000.0mcg/ml, 435.1mcg/day). The manufacturer representative denied hearing a "buzzing noise" when interrogating the pump. A catheter access port (cap) test was performed on 15 (B)(6) (results were not provided).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative requested guidelines for a dye test and catheter revision. They stated the hcp was now going to do a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative (confirmed via healthcare provider) indicated the issues began in (B)(6)2017 with prolonged episodes of increased tone at home, often followed by floppiness. The pattern of inpatient until recently was two weekly episodes of significant increased tone needing diazepam to break. Over the past week, these episodes occurred daily. There was a prolonged episode of the patient being floppy and unresponsive on (B)(6)2017 (the opposite as to what previously occurred; previous episode was one month prior short after admission). The pump was programmed to minimum rate mode. The logs were checked and no anomalies were seen. The patient's mother was concerned and wanted the pump changed at this point. It was noted the medical management of dystonia was discussed with another hcp on (B)(6)2018 and helpful. The hcp was trying to reassurethe patient's mother the pump (given the logs) was not showing a fault. The mother was then advised the logs was very reliable and would pick up any pump issues. Due to the pump buzzing pre-dating all the issues, the patient's mother felt the pump was at fault and should be changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated the dye study performed revealed nothing. There were no alarms or interruptions in the logs. There was also no volume discrepancy during refill. The patient had spent moretime out of their chair and the chair position had been adjusted. The patient was currently already on flex dosing. The hcp was not convinced changing the catheter (which would be invasive) would help. The patient continued to experience ongoing intermittent symptoms. The hcp requested to consult for further suggestions.

Manufacturer narrative:
The other relevant components include: product ID: 8780, lot# 0212631122, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there are ongoing issues with tone in the patient. It was noted that they revised the catheter ten days ago and have changed to 50% dose being given through 4 boluses. It was reported that the patient tends to have an exacerbation every four days necessitating medical intervention. It was reported that the issues started at least 6 weeks post-pump insertion and that it all started after the weird buzzing noise that was heard. It was previously reported that the pump was implanted on (B)(6) 2017 and additional information received indicated that the pump was implanted on (B)(6) 2017 and that the drug information was 3,000.0 mcg/ml and the dose was 524.0 mcg/day. It was reported that no cause of the reported issues was determined. It was noted that the buzzing noise was noticed first by the manufacturer representative. The patient symptoms have not been resolved. It was reported that a dye test was done and all was normal, but the physician decided to change the catheter as they thought it was a positional issue. It was noted that there were no alarms or change in logs. It was previously reported that the catheter revision/change occurred on (B)(6) 2018, but additional information reported indicates that the catheter was replaced on (B)(6) 2018. No further complications were reported and/or anticipated.